Event description:
It was reported that the patient had a leak in the transfer set used for continuous ambulatory peritoneal dialysis (capd) therapy. The nurse explained that the leaking was coming from where the roller clamp and the plastic tubing of the transfer set came together. The patient had said that the transfer set had not gotten wet at all. The nurse checked and found that it was the effluent that was leaking and the nurse did not see any holes or cracks in the transfer set. The nurse also believed that the roller clamp was working properly and it engaged. There was no separation of the transfer set from the catheter. The patient¿s nephrologist asked for a change to the patient¿s transfer set due to this leak. The transfer set was placed a couple of months ago and the nurse stated that transfer sets typically get changed out every six months. There have been no complications since the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up report will be submitted.